Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. 510k - k130520. The actual sample was received for evaluation. Visual inspection of the actual sample revealed that the elbow connector had been cracked. It is conceivable that the leak was caused due to this crack. Magnifying and electron microscopic inspections of the elbow connector after rinsed revealed that the crack occurred 10mm in length from the edge. The elbow connector was disassembled and evaluated with sem. The crack surface was smooth, which suggested that crack occurred instantaneously. On the area away from the edge of the elbow connector, the streak lines were found running parallel to each other in the axial direction. From this, it is assumable that the crack progressed from the edge in the direction of the streak lines. Reproductive testing was carried out by applying excessive shock force to the edge of a factory-retained elbow connector. As a result, a crack occurred from the edge, which was similar to the crack on the actual sample. The test sample was disassembled for the examination of the crack surface with sem. On the area away from the edge, the streak lines were found running parallel to each other in the axial direction, which was similar to that observed on the actual sample. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual elbow connector sample was subjected to external force beyond the product strength and became cracked, leading to the leak. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that a leak from the capiox sampling line was found after the pump was on. The sampling line was examined after being pinched with forceps and confirmed to have a crack on the elbow connector connected to the male luer port on the red switch cock side of the sampling system. It might have occurred during priming; however, it could not be detected since the line was once off after the priming. There was no change out o the oxygenator. The leak was stopped by clamping with forceps, and the remaining route was used for the sampling and operation was continued. There was no harm to the patient. The procedure outcome was not reported.